Event description:
As reported by the edwards field clinical specialist (cs), during the transapical tavr procedure, post valve deployment the sapien valve was noted to have been placed too ventricular and was not securely anchored within the annulus. Upon removal of the delivery system the valve embolized into the ventricle. The patient was converted to open heart surgery and was noted to be in stable condition at the end of the surgery. Two days post procedure the patient was noted to be doing very well in recovery.

Manufacturer narrative:
The device was not returned for evaluation. In addition, a device history record (DHR) review was not required or performed as there was no allegation of product malfunction. Cine images were submitted to edwards for review. The following observations were made: severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, and no mac. The was poor coaxial alignment with significant angulation of the delivery system out of the sheath and poor image intensifier angle (iia). Positioning was too ventricular (80:20 medial edge and 90:10 lateral edge) and the deployed canted (65:35 aortic medially and 75:25 ventricular laterally). No post deployment images were available demonstrating embolization of the valve into the ventricule. Impressions: poor coaxial alignment of the sheath and delivery system along with poor iia and too ventricular positioning contributed to canted deployment of the valve (65:35 aortic medially and 75:25 ventricular laterally). However, no images are available demonstrating the actual embolization of the valve. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient (moderate calcification of aortic valve) and procedural factors contributing to the tilted valve deployment (65:35 aortic medially and 75:25 ventricular laterally) may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.